Manufacturer narrative:
Follow-up report #1: 07/07/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the defective response button switch was a defective rear response button switch. The root cause for the defective switch could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor response buttons were not working. A root cause investigation is underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons weren't functioning.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the monitor response buttons were not working. A root cause investigation is underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons weren't functioning.